Event description:
Customer reported receiving her lancets for use with her freestyle flash blood glucose monitor. Upon use of lancets has experienced several lancets breaking off and remaining in her finger after testing. Additionally, she has observed several bent lancets in her package. Customer reports no other symptoms or complications with device use. No third party medical intervention was required.

Manufacturer narrative:
The product has been requested. It will be investigated upon return and a follow up report will be submitted. Replacement lancets have been sent to customer.